Manufacturer narrative:
We are awaiting the return of the device for investigation and will submit the follow-up report once the evaluation is completed. The other related report: 1219977-2014-00177.

Event description:
Report received regarding a right ilio-femoral artery that was perforated after removal of a thoracic endovascular aortic repair (tevar) delivery system. A stent was used to occlude the perforation but the stent was not able to cross the area so it was not deployed. The vessel was very tortuous.